Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging the up arrow button on his one touch ultralink meter had an incorrect response. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began at an unspecified time on (B)(6) 2013. The patient manages his diabetes with an insulin pump and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. The patient reported, a week after the alleged issue occurred, the patient began to feel ¿stress¿. The patient denied receiving any medical attention. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because alleged issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2013): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter involved with this complaint passed testing. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a bent battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.